Manufacturer narrative:
Exact date could not be obtained. Month and year valid. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years and 9 months post implant of this aortic bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.